Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having sensor glucose value discrepancies. The sensor glucose value would be 200 points off in comparison with his actual blood glucose. The customer also experienced 2 calibration not accepted alerts, triggering a change sensor alarm. The customer's blood glucose value was around 400 mg/dl. The customer declined troubleshooting for their high blood glucose. The customer treated their high blood glucose with a bolus from the insulin pump. The customer was sent a replacement sensor.